Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and could not duplicate the reported problem. As a preventative measure, the system's hard drive was replaced.